Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. In 1st follow-up visit the patient had some swelling , inflammation and was experiencing some allergic reaction.the surgeon suspected the drops and changed the drop regimen and gave steroid injection. The surgeon cancelled second eye surgery due to the continuous allergy response and prescribed some different steroid drop and told that the 2nd eye surgery will continue once the reaction gets calm down and stated that the likelihood of being allergic to the lens was very slim. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The reporter (patient) provide new information their symptoms have resolved. The surgeon put them on a different drop regimen and all issues resolved. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, surgeon put patient on different drop regimen and all symptoms has resolved.